Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the moma ultra to treat a lesion in the proximal common carotid artery with 80% stenosis, as per IFU. Device was prepped and inspected with no issues noted. Saline solution in the syringe was 50/50 contrast fluid. It was reported that the cca balloon didn¿t deflate and the physician had to pull out an inflated cca balloon of the moma from the vessel in the aortic arch. The physician managed to deflate the balloon partially and pull it out of the femoral artery with caution, until he removed it from the patient. The patient is reported to be okay, the procedure was successful. No injury to the patient reported.

Manufacturer narrative:
The t safety valve was not used. If information is provided in the future, a supplemental report will be issued.